Event description:
On (B)(6) 2025. A patient underwent an ultrasound guided drainage catheter placement procedure. Post a catheter placement, the catheter was allegedly found fractured. Reportedly, the catheter was allegedly found leaking and found extravasation. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The first photo shows the drainage catheter and surgical mask placed inside the plastic package. Thread was noted on the catheter. No visual anomalies were noted on the catheter hub portion. The second photo shows another drainage catheter in which thread as noted. Blood stains were noted on the catheter hub. The surface of the catheter hub is unclear due to the blood stains. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported catheter hub fracture issues for both devices. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided drainage catheter placement procedure. Post a catheter placement, the catheter was allegedly found fractured. Reportedly, the catheter was allegedly found leaking and found extravasation. The current status of the patient was unknown.